Event description:
It was reported to bioprotect ltd. That a bioprotect balloon implantation procedure was performed. Two (2) days later, the patient complained about incomplete emptying, which required foley catheter placement. The catheter was removed approximately 7 days later, and a follow-up procedure was performed to aspirate the balloon under trus. The patient continued his radiation treatment as planned.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. The event was investigated, including a medical adjudication by a person who is qualified to make a medical judgment, that reasonably conclude that the device did not cause or contribute to a death or serious injury, nevertheless, and in accordance with the enhanced process, the company has re-evaluated this event and is submitting this MDR in an abundance of caution to ensure full compliance with 21 c.f.r. Part 803. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.